Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra aortic ballooon had an autofill failure alarm. A patient is on the pump with an axillary iab in place. The patient has been in the chair for much of the day and is ambulatory. There is no blood or noted kinking in the helium tubing. Several autofill attempts were unsuccessful. Augmentation was dialed down several bars and another autofill was attempted without resolve. The patient is very stable and there are no reports of harm or injury.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference record ID: (B)(4).

Event description:
N/a.